Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 ((B)(6) 2012), spontaneous abortion (2), pregnancy with contraceptive device, miscarriage (1), hematemesis, shortness of breath, diverticulitis, cough, dysuria, fever, headache, nausea, emesis, dizziness, flank pain, blurred vision, menses delayed, visual disturbance, acute pyelonephritis, c-section, kidney stones, eye color change, left lower quadrant pain, asthma, diarrhea, constipation, smoker, lupus erythematosus, heartburn, chickenpox, c-section (2012), hip replacement (2015), kidney stone, dysuria, uti, vaginitis, kidney infection and ovarian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), aripiprazole, doxepin and gabapentin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with clonazepam (klonopin), doxepin hydrochloride (sinequan), montelukast sodium (singulair), nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, vaginal discharge, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding-yes patient tolerated the procedure well. Discrepancy in plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on an unknown date: positive. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received-new reporter, medical history, concomitant drugs were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.